Manufacturer narrative:
Trackwise # (B)(4). Updated section: b5, g4, g7, h2, h10.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa harvesting greater saphenous vein. The metal jaws separated from the casing. They remained intact but there was a concern to continue with the product so they switched out and got a new vh-4000 to finish the case. There was no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec-2019 through nov -2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 12/06/2021. A visual inspection was conducted. Signs of clinical use and evidence of tissue was observed on the base of the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled away from the tip of the cold jaw to the base of the cold jaw, exposing the metal portion of the cold jaw. The heater wire was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" is not confirmed, but confirmed for the analyzed failure "peeled; jaw".

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa harvesting greater saphenous vein. The metal jaws separated from the casing. They remained intact but there was a concern to continue with the product so they switched out and got a new vh-4000 to finish the case.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.